Event description:
Information was received from the customer that the "alarm was not working". No further clarification regarding the alarm could be offered by the customer. The malfunction was identified by the biomedical technician prior to patient use. There was no patient involvement or reported patient harm. A repair evaluation was performed and the complaint of the alarm not working was confirmed. The unit has been forwarded to engineering for root cause analysis.

Manufacturer narrative:
This unit's alarm is currently under investigation. If additional information becomes available regarding root cause of the alarm malfunction, a follow-up report will be submitted.